Manufacturer narrative:
There was no product malfunction; this is considered a user issue, as the alarms were seen to have occurred, and had been silenced. A philips complaint investigator (ci) reviewed the alarm audit log, and found several red asystole alarms, as well as a couple of red desat alarms. The alarms were silenced multiple times at the pic ix overview. The rce provided the information from the alarm audit log review to the customer biomedical engineer (biomed), and the biomed said the issue had been resolved. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The hospital biomed reported that no alarms were triggered at the central station. The device was in use monitoring patients. A patient death was reported.